Event description:
A malfunction code malf 12 was reported by the customer, but there was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided the customer with information on how to reset the pump and assisted in completing the reset, after which the malfunction code did not recur.